Event description:
It was reported that after a catheter dye study the patient was being observed and stated they had some numbness of their legs on 2014-(B)(6). After the provider assessed the patient, it was determined that the patient needed to go to the emergency room (ER). There was an accidentally over-infusion, which led to the short term block. The patient was observed in the ER and when the block worse off, the patient was released without incident on 2014-(B)(6). It was reported to be related to intrathecal medication and programming/refill. Severity was reported as being moderate. The event resolved without sequelae on 2015-(B)(6). The pump system was delivering morphine, clonidine and bupivicane.

Manufacturer narrative:
Concomitant: product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. Product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).